Event description:
It was reported that pump displayed malfunction code that required assistance from customer technical support, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, confirmed that malfunction did not recur after reset, and was advised to continue using pump and to call back if malfunction code appeared again, which caller acknowledged and understood.